Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color. When the device was removed, manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) never changed color. When the indicator wire cowling locked against the handle assembly no obvious click was heard; and when the device was removed from the patient, the indicator wire loop was not deployed completely, and manual compression was used. There were no reports of patient injury. A 49-year-old male patient underwent angiography. The operator has extensive exoseal experience. The procedure involved a retrograde right femoral artery puncture using a non-cordis short sheath. Afterwards, the 5f exoseal was used for closure. At roughly a 40-degree angle, the device was withdrawn slowly; when pulsatile flow in the flashback indicator stopped, it was retracted about 1 cm further, but the indicator window never changed color even after the operator kept withdrawing slowly and tried different angles. The patient's bmi was not greater than 40, and the physician had achieved certification on the use of the exoseal vascular closure device (vcd). There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, which was between 30-45 degrees. The vessel diameter was verified to be greater than or equal to 5 mm, with no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, no vessel stenosis greater than 50% at or near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. Pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction. The indicator window did not show any red color during retraction. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed, where no abnormal conditions were observed to be present on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kink was observed on the proximal portion of the delivery shaft, located 13 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected kinked portion to verify the outer diameter. The results of the dimensional analysis were found to be within specification. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then the deployment lever was fully depressed, achieving indicator wire retraction and expected plug deployment. The black/white and red position was also obtained. The reported event of ¿vascular closure device (vcd) no audible click and indicator wire deployment difficulty¿ was not observed through analysis of the returned device since the device was received with the guard already properly locked and the indicator wire properly deployed, with no anomalies noted to the wire. The wire was pulled and successful plug deployment with window change was obtained. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Component and malfunction codes were changed to 844 - indicator, 463 - guidewire, and 1157 - difficult or delayed positioning.